Event description:
It was reported that a patient presented in-clinic for a right atrial lead explant procedure. Prior examination of the patient's right atrial (ra) lead noted over-sensing of noise and inappropriate automatic mode switch. No additional malfunction was alleged. The ra lead was explanted and replaced on (B)(6) 2022. The patient was stable throughout.

Manufacturer narrative:
The reported events were noise and mode switch. As received, a partial lead was returned in two pieces. The reported event of noise was not confirmed. Visual inspection of the lead found damages consistent with that occurring at time of procedure. Electrical testing did not find any indication of conductor fractures. All damage noted to the returned lead portions was consistent with occurring at time of procedure.